Event description:
It was reported that the cutting loop broke.

Manufacturer narrative:
Device was received and is under investigation. The tip of the electrode broke off and fell into the pt. The doctor was able to retrieve the piece without injury.